Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a spine surgery, it was discovered that the motor device had an e8 error. The reporter stated that the device was used with another console device and the same error code was received. There was a five minute delay to the planned surgical procedure. The reporter stated that the physician used the same motor device to finish up the procedure when the e8 error had cleared. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.